Event description:
It was reported that the device felt stiff, not flexible as it was being advance to the lesion in the a1-a2 segment of the anterior communicating artery. The anatomy was reported to be very tortuous. As the physician advanced to delivery system, the proximal end of the delivery microcatheter broke. The physician was able to reach the target lesion but was unable to deploy the stent at the lesion, and the delivery system and stent were successfully removed. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received, the following was determined: continuous flush was maintained and there were no anomalies noted during preparation of the device. The stabilizer could be advanced to the proximal end of the stent.